Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer report number: 2017865-2021-13554, related manufacturer report number: 2017865-2021-13555. It was reported that the patient experienced pain and presented in clinic. It was noted that the patient's pocket was oozing puss due to infection. The system was explanted. The patient was in stable condition and was discharged.